Event description:
Kmt received report that the patient expired while still wearing the wcd system. MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Therapy cable was not recovered from the field. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Device event log record indicated that the patient was wearing the wcd system during the asystole episode on (B)(6) 2024. Wcd is not indicated for the treatment of asystole.